Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose level read 400mg/dl to "high¿, however, specific blood glucose (bg) value was not provided. The customer tested positive for small ketones. The customer addressed their elevated bg with a manual injection of insulin. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.